Event description:
Underdelivery during biomedical engineering test procedures reported. The pump was sent to biomed from a nursing unit with a note indicating "flow detector problems." The flow detector was removed and delivery accuracy testing was performed. The pump consistently delivered approximately 15ml with an expected delivered volume of 20ml. Device specification requires delivery to be 20.0 +/-1.0ml for this procedure. There were no reports of any pt incidents while the pump was in clinical use. The unit alarmed for "flow" when the flow detector was in place. No additional info was available.